Event description:
During a procedure on the left lower extremity, the physician placed a 7 f sheath just over the bifurcation from the right side. The sheath would not go inside a stent which had been placed on monday (B) (6) 2010 in the left common iliac. The sheath sat proximal to the previously placed stent. The physician then wanted to use 6x37 visi-pro to treat a focal lesion in left-mid sfa. While taking stent across bifurcation, the sheath came back and the stent came off the balloon. The physician put a wire up in the aorta, exchanged for an 8f sheath, and successfully snared the stent. The procedure was completed with a good end result.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.